Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not operating on alternating current (ac) power or charging the battery. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The remote service engineer (rse) advised the customer to reference the service manual to confirm that the power supply was working. The biomed also advised the customer to confirm 24 volts dc across the brown and orange wires and recommended that the customer order the replacement power supply if the 24 volts dc was not present. The customer confirmed that the 24 volts dc was not present. The remote service engineer (rse) provided the customer with the part number and price of the replacement power supply for repair.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) ultimately ordered the replacement power supply, and upon receiving the new part, the bme performed the replacement and verified that the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Per follow-up good faith effort (gfe) response, the bme confirmed that the device passed the required performance verification tests per philips standard following the power supply replacement. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.